Event description:
No new information reported by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The investigation found that one of the two screws that connect the tip unit and the curved rubber tube unit had come loose and was caught between the curved rubber and blade; there was no sign of a tear in the curved rubber. The investigation confirmed that the screw hole at the tip of the curved tube had been deformed in the insertion direction due to pulling and twisting, and a crack had occurred. A definitive root cause of the issue could not be determined, however, the presence of multiple dents on the tip and insertion section suggests that the tip and insertion section were subjected to strong external stress, such as from a fall or impact, which caused the screw connecting the tip and insertion section to come loose, resulting in a protrusion on the curved section. In addition, it is possible that the screws became loose due to aging deterioration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bending sheath of the duodenovideoscope was protruding. The issue was found during device set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.